Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this cardiac resynchronization therapy pacemaker (crt-p), the physician experienced difficulties inserting the right atrial (ra) and right ventricular (rv) leads into the device header. The procedure was successfully completed and the system remains implanted and in service. No adverse patient effects were reported.